Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a cataract extraction with an intraocular lens (iol) implant procedure, patient was having some issues with her vision. Post-surgery, there was slow healing, vision was not as good. Patient stated the glassy/bionic appearance since her cataract surgery. She could even saw the rings when she looked in the mirror. Left eye distance vision was clear but reading and intermediate vision was poor. Left eye was beginning to get blurred, but patient hesitant to get yag. Patient could not see road signs at night. Patient stated vision was 20/20 in exam room with dimmed lights and projector. Doctor told her to get otc (over-the-counter) readers, but she did not want to do. Doctor contacted patient and stated the equipment that was used predicted intraocular lens to be +17.5. Hence scheduled patient for lens exchange with +17.0 d.